Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a cardiac perforation occurred during implant of this right ventricular (rv) lead. A pericardiocentesis was performed to resolve the effects of the perforation and a patch was surgically implanted on the patient's heart. Following the procedure the patient went into cardiogenic shock and cardiac arrest from which they were successfully resuscitated. It was the physician's opinion that the perforation was partly due to the patient's cardiac amyloidosis. This lead remains in service. No additional adverse patient effects were reported.